Event description:
It was reported that when the kit was opened, they found one of the amputes of lidocaine was broken in the kit. As a result, it was not used and a new kit was opened and placed successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.